Event description:
An issue was reported involving a malfunction of product category malf 3-0x2076 in sweden on (B)(6) 2025. There was no information on whether the customer's blood glucose level was affected. The customer's insulin pump was replaced as it was not resettable and still under warranty. Although the customer declined to share what backup therapy would be used, tandem technical support provided instructions for the return of the faulty pump and confirmed the shipping details for the replacement.